Event description:
Hosp personnel were attending to a pt in cardiac arrest. Allegedly while attempting to diagnose the pt's ECG rhythm using standard monitoring electrodes, the device displayed a wide thick baseline and the ECG could not be discerned. A back up device was obtained and used to continue treatment. There were no adverse effects to the pt reported as a result of the alleged malfunction.